Manufacturer narrative:
The following was received for complaint investigation: one used list# mc33150, 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer; lot# 14121383. The luer was disconnected from the tubing of the returned device. The customer's complaint was confirmed. The returned sample was found to have the male luer disconnected from the tubing. The probable cause of the separation is insufficient solvent coverage during the manufacturing assembly process. Corrected information can be found in d10, section e (throughout). Additional contact information: (B)(6). Position/department: product quality, safety. (B)(6).

Event description:
The event involved a 7" (18 cm) appx 0.24 ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer where it was reported an IV was inserted and extension tubing attached to catheter. As soon as they tried to flush the extension tubing at the site of the luer lock popped off, with assistance from their colleague they were able to attach another extension set and the IV was still working. There was patient involvement, but no adverse event reported.

Manufacturer narrative:
The device was returned for evaluation. However, testing has not yet been completed.